Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that a few weeks after her pump was implanted, the patient had problems with her pump. It had to be drained and cleaned out because it was not functioning. The patient had problems with the medication. Every time she went to the emergency room (ER), people thought she was ¿druggy¿ because she had a pump. The device system was used to deliver morphine and baclofen. Additional information was requested but was not available at the time of this report. (B)(6) 2013 ((B)(6)): no new information.